Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient suffered erosion, pain and infections. The exact date of onset for each is unknown. All other event details are unknown. Should additional details become available, a supplemental report will be submitted.